Manufacturer narrative:
Tw # (B)(4). A lot history record review was completed for lots 3000478269, 3000475935, and 3000477130 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that they had a difficult case and cited multiple instances where the vasoview hemopro 2 timed out while taking branches - even after letting device cool down for more than sufficient time. Also noted, these were not large branches nor was this a case where fatty tissue kept getting caught in the jaws of the device. Case was completed with the device despite the issues. There were no procedural delays. No patient harm.